Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Device replacement was recommended. At this time, the revision procedure has not been scheduled or performed at this time. Should additional information become available, an updated report will be provided. No adverse patient effects were reported.